Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 3.50x38mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, during the procedure, the stent edge and stent struts got flared and mangled up. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4) .

Event description:
It was further reported that patient status was fine.